Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. A supply change was performed resolving the occlusion alarm. The customer reported their blood glucose (bg) level may have been elevated and a correction bolus was delivered to address the bg level. Additionally, it was reported the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 250 units of insulin. During troubleshooting, the customer reloaded the cartridge successfully and received an accurate fill estimate. The customer's blood glucose (bg) was 591mg/dl due to an unknown cause. A correction bolus was delivered to address the bg level. A system check was performed and the pump performed as intended. Recommendation was made to consult with their health care provider to discuss diabetes management.